Manufacturer narrative:
The intraocular lens was received for analysis. Inspection shows a lens cut in 2 pieces with 2 broken haptics. The condition of the lens suggests the damage is not related to the manufacturing process. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the haptic bent as the intraocular lens was being implanted. The incision was enlarged to remove the lens without patient injury.

Manufacturer narrative:
The intraocular lens was not received for analysis at the time of submitting the medical device report. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.